Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend (vse) working intermittently, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and the complaint regarding working intermittently was not confirmed by failure analysis. No failures were observed during in-house testing. The instrument was placed and driven on an in-house system that passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly and passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer reported the vessel sealer extend (vse) worked slowly and intermittently. The vse was working and if the issue came back, the site would power cycle the e-100 generator. The site has a case to follow and would call back if the issue continued. The customer called back after the last case and report that they performed what was suggested by the intuitive surgical, inc. (Isi) technical service engineer (tse), and the issue remained. They used a second vse for the next case and had no issues. The customer stated that it appeared to be an instrument issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during the first procedure of the day. The vse was turning off and on. The surgeon decided they did not need it anymore and did not use it for the rest of the case. After the procedure was completed, the staff power cycled the e-100 and did not encounter the issue in the following cases.

Manufacturer narrative:
Based on the claim against the product by the customer noting intermittent sealing issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer did not call in to customer service to create an RMA. Although the complaint regarding intermitter sealing issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.